Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose level on (B)(6) 2020. Customer¿s blood glucose level was unknown at the time of hospitalization. Customer was taken through emergency medical services and treated with fluids and lots of fluid drink. It was unknown that the auto mode feature was active at time of low blood glucose event. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.